Manufacturer narrative:
Isi has not received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the logs could not be performed as no logs are available for the mcs tip cover accessory. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the mcs tip cover accessory fell into the patient and was not retrieved. At this time, it is unknown if any additional surgical intervention was required as a result. It is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory loosened during use. It was alleged that the mcs tip cover accessory fell inside the patient and was not retrieved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.